Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR: 2916596-2022-15233. It was reported that the patient presented to the emergency room with multiple active alarms and an unresponsive system controller which appeared to have short-circuited. The system controller was replaced without issue and the patient was discharged home. The manufacturer's review of the log files revealed power and flow elevations throughout the event history, as well as multiple series of driveline faults on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller with alarms active and an unresponsive display was confirmed via customer submitted image; however, the reported event of a no external power event was confirmed via log file analysis. A review of the log files contained overlapping data spanning approximately 4 days (29oct22 ¿ 1nov22 per timestamp). On 29oct22 at 21:00:41, while connected to batteries, the no external power alarm activated due to both power cables being disconnected simultaneously. The alarm cleared after the system was reconnected to batteries. The backup battery was able to provide power to the system during the event. There were no other notable alarms active in the log file. The heartmate ii system controller (s/n: pc-51031) was returned for analysis in unremarkable condition. The system controller underwent preliminary and functional testing and passed without issue. The system controller was opened to observe the integrity of the internal components. Dried fluid ingress, foreign material, and corrosion was observed on the user interface (ui) ribbon cable connector. Despite the observed material on the connector, the system controller functioned as intended throughout testing and the unresponsive display was not reproduced. Per the customer submitted image, the controller screen not responding to prompts to display parameters or alarms was confirmed. A root cause for the unresponsive display could not be conclusively determined through this analysis; however, the observed foreign material on the ui ribbon cable connector may have contributed to the reported event. A root cause of the no external power alarm could not be conclusively determined through this analysis; however, it is consistent with user error by disconnecting both power cables simultaneously. Provided information from the site reported that the driveline faults resolved with the controller exchange. The driveline faults are captured under manufacturer report number 2916596-2022-15233. Incidental findings: fluid ingress: heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline fault and no external power alarms. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.